Event description:
Patient presented with new onset hemiplegia and aphasia. Angiography demonstrated occlusion in the left mca m1. After evidence of occlusion was identified with the diagnostic catheter, exchanged techniques were used to exchange the diagnostic catheter with the 088 neuron guide catheter. The 088 neuron guide catheter was placed in the cervical ica which was noted by the physician to have caused "significant vasospasm." This was resolved by pulling the catheter more proximally and administering verapamil intra-arterially. The physician determined the vasospasm as having a "definite" relationship to the angiographic procedure and was "related: to the separator 3d and penumbra system.

Manufacturer narrative:
Conclusion: vasospasms are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.